Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted and stated that the brush heads did not snap into place and came loose in use. No injury was reported.